Event description:
The customer reported that during setup for treatment, when powering up the thermogard hq temp mgt console (sn (B)(6), the system showed a "coolant low" alarm despite a full coldwell of coolant level. The customer then turned off the thermogard hq system and turned it back on. After restarting, the hq console displayed an unknown error message. Another system was used to treat the patient. No consequences or impacts on the patient.

Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. Zoll service performed an on-site evaluation of the thermogard hq console (sn (B)(6). The customer reported that the thermogard hq console displayed a "coolant low" alarm. Although this alarm did not appear during functional testing, the issue was confirmed through visual and functional inspection. The root cause was identified as the defective coolant block sensor, likely due to defective component(s). The customer reported that after restarting the console, it showed an unknown error message. The system event log data showed a couple of mid:09 (glycol assembly) error messages on the reported event date. Although this error could not be replicated during functional testing, the investigation confirmed that it was triggered during the reported event by the defective coolant block sensor. During functional testing, the coolant block sensor was not working correctly, as there was a non-functional led on the sensor pcb. The "coolant low" alarm was not duplicated during testing; however, it was caused by the defective coolant block sensor, which was replaced to remedy the issue. Following service, the thermogard hq system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard hq temp mgt console with serial number (B)(6).